Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's spouse called to report that the patient was inappropriately shocked. The right ventricular (rv) lead was found to be oversensing t-waves causing inappropriate therapy shocks to be delivered to the patient. The lead sensing parameters were reprogrammed and resolved the issue. The lead remains in use. No further patient complications have been reported as a result of this event.